Manufacturer narrative:
(B)(4). This complaint was not confirmed in plant evaluation of the sample returned for evaluation. The root cause remains undetermined. The lot number was not provided; therefore a batch review cannot be conducted. There was no user error suspected and no alleged label deficiency therefore a label review will not be performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Home patient's (hp) peritoneal dialysis nurse (pdn) contacted product surveillance to report that the home patient's (hp) new transfer set was not screwing on to the minicaps. The pdn stated that the caregiver (cg) said there was "microscopic" space between the transfer set and the mini cap. The pdn stated that the hp was scheduled to come in soon and she would change out the transfer set and send it in for evaluation. The pdn does not know the lot number of the reported set. No injury or adverse event is reported. On (B)(6) 2011 the nurse contacted product surveillance to say that she had the transfer and will hold for evaluation. The nurse stated that the female end that screws onto the minicap appears to be a "little tight" but the transferset itself is functional. The nurse did not have the information at the time of the call, but she thinks that she may have the lot number for the transfer set. She will send in a package documenting the lot number with the transfer set when she gets the package.